Manufacturer narrative:
(B)(4).

Event description:
It was reported that this system was revised after only being implanted a year. The right ventricular (rv) lead was surgically capped due to observations of high thresholds, and the implantable cardioverter defibrillator (ICD) had premature battery depletion due to the consumption from the high thresholds and was also was explanted and replaced. The device was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this system was revised after only being implanted a year. The right ventricular (rv) lead was surgically capped due to observations of high thresholds, and the implantable cardioverter defibrillator (ICD) had premature battery depletion due to the consumption from the high thresholds and was also explanted and replaced. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention. Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. The device passed the returned product test, which involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device memory log was reviewed, and it was found that while implanted the device recorded no suspicious faults or resets. The laboratory analysis found no evidence of device defect, malfunction or damage.